Manufacturer narrative:
The reported complaint was confirmed via information found in the data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the date went from 17-feb-2021 to 04-may-2029 and back to 24-feb-2021. Per the user facility's perfusionist, it appears from the logs that the date flipped to the year 2029 upon shutting down. Per data log review, the system was used on (B)(6) 2021 and was shut down gracefully. On the next power up the date changed to 04-may-2029. The log confirms the complaint.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) date changed to the future. There was no reported adverse consequences to the patient.